Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose was 273 mg/dl. The customer loaded a new cartridge and resumed insulin delivery. The customer had declined tandem support's offer to troubleshoot to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.